Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned four syringes with no pouch for identification. The graduation marks on the syringes indicate that they are 0.3ml volume syringes. For all syringes, the needle hubs have separated from the barrel. The hubs are lodged in their respective needle shield. There is no damage to the connectors at the distal tips of the barrels or the bases of the needle hubs. Plunger caps have been removed but there are no signs of use. No other defects found. A review of the device history record was completed for batch # 0132200 and 0062057 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls. There were zero (0) notifications noted that pertained to the complaint for batch# 0062057. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that 2 boxes of syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shields were removed. Also, the shields are difficult to remove. Verbatim: consumer stated, needle hub separated when removing shields stated, shields are difficult to remove on a lot of her syringes stated, she had two boxes that were affected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0062057, medical device expiration date: 2025-03-31, medical device lot #:0132200. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 boxes of syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shields were removed. Also, the shields are difficult to remove. Verbatim: consumer stated, needle hub separated when removing shields stated, shields are difficult to remove on a lot of her syringes stated, she had two boxes that were affected".